Event description:
It was reported that this patient received two inappropriate tachy shock, across two different episodes, due to what technical services indicated looked like atrial fibrillation with rapid ventricular response. Reportedly, the heart rate (hr) was around 240/250 beats per minute (bpm) at the moment of the shocks, and apparently the rhythm did slow down. The subcutaneous implantable cardioverter defibrillator (s-ICD) marked the signals correctly as "sensed" events until the rate went off to fast. The physician will decide if a hr of 240/250 bpm should be treated. This s-ICD remains in service and no additional adverse patient effects were reported.